Event description:
It was identified that the customer¿s basal programming was not saved. The customer stated that they saved basal pattern settings but got an alarm. Customer was high upto 254 to 293 mg/dl. Customer noticed basal rate was missing. Customer stated they were not sure that why the basal was not saved. The device will not be returned.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.